Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon repeatedly complained about the mcs from the start of the procedure, stating that the instrument was not sharp. The surgeon also noted that the mcs was not closing properly. As a result, the or staff removed the instrument for inspection and confirmed that one of the scissor blades was slightly bent, preventing the instrument from functioning properly. The instrument was replaced with a backup mcs. Or staff also reported that the tip cover accessory required more resistance than usual to remove. The procedure was completed with no reported injury.